Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The x2 pump user guide also instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose levels in the 493-600 mg/dl range with small to moderate ketone levels. Customer performed multiple supply changes to address bg. Reportedly, the customer was using fiasp insulin and did not remove air from the cartridge prior to filling the cartridge with insulin. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg levels. Customer acknowledged.